Event description:
Event summary: it was reported that the patient had an alarm around (B)(6) 2022 that did not sound like a hazard or advisory alarm. Nothing appeared on the patient's controller history during that time. When the patient came into the clinic on (B)(6) 2023, a few no external power alarms were found in their history. The patient said that they did not hear an audible alarm at that time. A review of the log files revealed a no external power event on (B)(6) 2023 at 2346 where it appeared that both power leads were simultaneously disconnected. The patient was switching power sources from the mobile power unit to batteries. The backup battery in the controller was enabled during this event which lasted around 4 seconds. Of note, the log file date capture began on (B)(6) 2023 so the nature of the alarm in late december was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm during the christmas period and the patient not hearing the no external power alarm was not confirmed; however, the reported event of a no external power alarm was confirmed via the log file review. The submitted system controller log file spanned approximately 2 days ((B)(6) 2023 to (B)(6) 2023 per the timestamp). The reported event of unknown alarm during the christmas period was not observed on the log file and was overwritten by newer events. A no external power alarm on (B)(6) 2023 at 23:46 was due to simultaneously disconnecting the power cables. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The hm3 system controller, serial (B)(4), was not returned for analysis. Per provided information, the patient experienced an alarm during the christmas period. The controller was not exchanged. The patient is educated to continue monitoring for alarms including appropriate power source change. A root cause of the unknown alarm not being heard during christmas period was not determined through this analysis; however, a root cause of the no external power was determined to be user error due to simultaneously disconnecting the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The heartmate 3 patient handbook, rev. D, section 2 ¿how your heart pump works¿ instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.